Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated her mother received a discrepant result when testing with a coaguchek inrange meter (serial number unknown). At 8:00 a.m., a sample from the patient was tested in the laboratory, resulting with a value of 2.8 inr (25% quick). At 9:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 16% quick. The patient's vitamin k antagonist medication dose was changed after consulting with a doctor. The patient's therapeutic value was provided as "only 3.0 inr or 24%". The patient's testing frequency is once every three to four weeks.